Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen was unresponsive. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19oct2018. The customer ordered a replacement touchscreen to address the issue. No further information was received regarding the repair. No parts were returned to philips for evaluation, therefore, a root cause could not be established.